Manufacturer narrative:
A specific cause for the reported cerebral hemorrhage and a correlation to the device could not be determined. The pump was not explanted; therefore, a full evaluation of the device could not be performed. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 16 months post-implant, it was reported that the patient was hospitalized for a cerebral hemorrhage and the patient had lost consciousness. It was also reported that the patient's family indicated that the patient's inr prior to the event was 6. The patient was intubated and taken to the ICU. Additional information received indicated that the patient expired on (B)(6) 2014 and the reported cause of death was cerebral hemorrhage.

Manufacturer narrative:
The manufacturer is attempting to acquire the explanted pump for analysis. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.